Event description:
As part of a retrospective complaint review associated with an investigation of low impedance events, the events in this complaint investigation were assessed for the possibility of a short-circuit condition in the implanted lead. Based on clinical symptoms and the diagnostic history of the patient's device, this file was found to be possibly related to a short-circuit condition. It was reported that the vns patient experienced erratic stimulation following end-of-service generator replacement surgery. It was also indicated that the patient experienced migraine headaches and pain in the throat with stimulation. Review of x-ray views of the device did not reveal any obvious anomalies that could have contributed to the reported erratic stimulation event. The patient's device was replaced for erratic stimulation. The explanted products were returned to the manufacturer for product analysis. Product analysis has been completed on the lead portion. Based on the findings, there is no evidence to suggest a discontinuity in the lead which may have contributed to the reported allegation. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Abrasions in the insulation of the inner tubing were visualized during analysis of the lead. This condition could potentially have an impact with the intended delivery of stimulation. If present, an intermittent short-circuit could have potentially contributed to the patient's erratic stimulation, migraine headaches and pain in the throat events.

Manufacturer narrative:
Results: x-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Conclusion : device failure occurred, but did not cause or contribute to a death or serious injury.